Event description:
The manufacturer was notified on august 10, 2016 the following: avr & cags was performed on (B)(6) 2016. The patient was found to be having escalating hf on (B)(6) 2016. The tte revealed bioprosthesis insitu appearing to open well. Mild increase in forward doppler indices but no stenosis. Calculated ava 2.7cmsq. Severe ar with broad jet reaching mild lv & diastolic flow reversal noted in proximal descending aorta. Conclusion: dilated lv with mod-severe reduced systolic function severe ar bioprosthetic valve moderate mr. Patient was scheduled for redo avr. A dehiscence was found at the non coronary annular position. The perceval was removed in 2 pieces and a magna e 25 was implanted. The patient came off by pass 3 times due to a pvl following magna implant. Sutures were placed in this area each time.

Manufacturer narrative:
Device was received for analysis on oct 24, 2016. Gross examination of the device was completed on oct 26, 2017. The prosthesis was received bloody stained, with the nitinol stent cut along the three straight pillars and the three couples of sinusoidal pillars. Traces of pannus were visible on the inflow orifice, partially around the tissue ring and the posts; on the nitinol stent on the outflow crown and on one sinusoidal pillar. Pannus presence were detected also on the leaflet surface. Visual inspection was completed nov 2, 2016. The pannus was present on the inflow orifice with a initial partial lumen reduction. The presence of pannus was distributed also on the outflow side both on the external tissue ring and around the posts. The leaflets appeared rigid and some traces of damage were visible on the leaflet #1 partially covered by pannus. According to the procedure (current revision at the time of manufacture and release), no non conformities were observed. Oct 24, 2016 the echocardiogram review was received: intraop trans esophageal echocardiogram. Initial images show partial migration of the perceval prosthesis (mostly on the non coronary aspect of its ring) with severe ar. The leaflets are in normal condition.

Manufacturer narrative:
The pannus was present on the inflow orifice with a initial partial lumen reduction. The presence of pannus was distributed also on the outflow side both on the external tissue ring and around the posts. The leaflets appeared rigid and some traces of damage were visible on the leaflet #1 partially covered by pannus.